Event description:
The report stated that during preparation for the radio frequency ablation procedure, a leak was observed at the handle. Another cool-tip needle was used and the procedure was completed. A water leak at the handle of the device has the potential to affect the sterile field.

Manufacturer narrative:
Date of initial report: 2007.